Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-28, lot 00469un14. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was completed using retained kits of reagent lot 00469un14. An internal troponin-I panel was tested. Acceptance criteria were met, which indicates acceptable product performance. Information contained in the complaint suggests sample integrity may have contributed to the discrepant results. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that false positive architect stat troponin-I results were generated on three patients. Patient 1: (B)(6) 2014; an initial result of 2.69 ng/ml was generated. The sample was repeated in the afternoon and came out to zero. Patient 2: (B)(6) 2014; an initial result of 0.6 ng/ml was generated. The sample was repeated and a result of 0.25 ng/ml was generated. Patient 3: multiple samples were tested. Tube no. 1: (B)(6) 2014 night: serum (not decanted): 0.53 ng/ml (checked on (B)(6) in the morning after storage in the fridge without separation: 1.74 ng/ml without prior recentrifuging and 0.9 ng/ml after recentrifuging (and 0.4 ng/ml at the same time on another module). Tube no. 2: serum (not decanted) drawn at the same time but kept in the fridge: run on monday, (B)(6): <0.02 ng/ml without recentrifuging, <0.02 ng/ml after recentrifuging (and < 0.02 ng/ml at the same time on another module). Tube no. 3: heparin plasma, drawn at the same time, run on (B)(6) morning: 0.03 ng/ml without prior recentrifuging, 0.04 ng/ml after recentrifuging. A second sample was drawn at 4 hours later on (B)(6) 2014 and a result of 0.02 ng/ml was generated. There was no report of impact to patient management.